Event description:
A caller reported an issue with their cgm displaying error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing a complete pump reset, and after the reset, the cgm error code did not appear again. The caller successfully started a new sensor session.